Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d9 and h6 (add medical device problem code: 4063- key or button unresponsive/not working). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that procedure was completed without delay using a similar device, and the patient was not under anesthesia

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Event description:
The customer reported to olympus, the xenon light source front panel blinked once when it was switched on. During on-site troubleshooting, biomed noticed that all the buttons didn¿t function except for the lamp button. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed and there were no reports of patient harm.